Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". According to the customer: "therapy: oxaliplatin; presence of 3rd party adapter. Therapy started on the (B)(6) 2023, approximately 1520 hours, with rate of (B)(4), vtbi of 300ml based on bottle, expected therapy duration of 2 hours. Around 1540 hours , the volume in the bottle was still observed to be more than expected (suspected underinfusion). Therapy was discontinued on the pump and transferred to another pump which continued to deliver without issues. Patient was okay, no medical intervention required. Consumables were discarded."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files from (B)(6) 2023 was investigated. A space line was inserted and the infusion started with a rate of 163ml/h and a volume of 330ml at 3:21 pm. At 3:53 pm the infusion was stopped and the line was extracted. At this time, 87 ,45ml was infused. No other abnormalities were found in the device history. 3. Judgment: 3.1 the complaint could not be confirmed.